Event description:
I am reporting a critical thermal safety defect and hardware failure involving the 24v off-board battery charger supplied with a newly purchased zip'r pc electric wheelchair. During its initial charging cycle, the charger's integrated cooling fan failed to activate. Due to the lack of heat dissipation, the external housing reached an unsafe temperature of 139.8°f (59.9°c), verified via infrared (ir) thermometer. This extreme heat creates an immediate risk of thermal runaway, casing degradation, and household electrical fire. Additionally, the manufacturer's provided safety documentation regarding the manual freewheel release levers is incorrect. Following the printed manual's directions fails to disengage the electromagnetic brakes. This documentation defect leaves users physically trapped in the device during an emergency power failure, as the chair cannot be manually pushed as advertised. The manufacturer has ceased communication and refuses to process a return merchandise authorization (RMA) for this hazardous equipment. Power supply charging supplied 12v batteries connected in series for 24v.